Event description:
Co received a report that a female pt allegedly experienced recurring eye infections after using complete. The pt used complete for about 4 yrs and "continuously" suffered from eye infections. Pt was seen at the eye hosp where the reaction was reportedly noted as being related to complete. It was reported the pt experienced 3 sterile infiltrates and suffered pain, stress, and discomfort. The pt changed to use of another system.